Event description:
User facility reported that the locking mechanism became unlocked during use. As a result, the device flange slipped out of the holder. According to reporter, the patient went into respiratory arrest. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.